Event description:
It was reported that an etoposide leak was noted at the spike when the bag was hung at the patient's bedside. Previously the bag and tubing was inspected in the nursing station and no defect noted. The drug was undiluted etoposide, 20 mg/ml. No patient or user harm was reported.

Manufacturer narrative:
No product will be returned. The photo provided by the customer shows a hair line crack from the drip chamber vent to spike collar with no leaks observed. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an etoposide leak was noted at the spike when the bag was hung at the patient's bedside. Previously the bag and tubing was inspected in the nursing station and no defect noted. The drug was undiluted etoposide, 20 mg/ml. No patient or user harm was reported.